Manufacturer narrative:
(B)(4). The event was a use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a check patient line alarm was confirmed. The root cause was "user error - failed to follow therapy steps." The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The care giver (cg) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice during use during initial drain. The cg stated that the home patient pressed go without connecting, and the patient line was full of air. The baxter technical services representative advised to start over with new supplies. Baxter product surveillance contacted the cg on (B)(6) 2011. She stated that they were having a problem getting the lines to prime that night. Therapy since then has been going well, and there were no adverse events reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.